Manufacturer narrative:
The reliability analysis evaluated 2 sealed reservoirs. The reservoirs orings or stopper groove were inspected for anomalies. There were none found. Ran basal, bolus leaking test per dop 114 811 as follows reservoirs filled with diluent, and connected to a new infusion set. The reservoirs and connector were installed into a 5xx pump. It was concluded that the reservoirs do not leak.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose of 339 mg/dl. Caller stated that the customer's reservoir leaked insulin into the insulin pump reservoir compartment. Nothing further was reported.